Manufacturer narrative:
(B)(6).

Event description:
Promus premier (B)(6) registry. It was reported that the patient died. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catherization. The index procedure was performed on the same day. The target lesion was located in the proximal right coronary artery (rca) extending up to mid rca with 95% stenosis and was 34mm long and a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and placement of a 3.00mm x 38mm promus premier drug-eluting stent. Post dilation was performed with 0% residual stenosis. Four days later, the subject was discharged on aspirin and ticagrelor antiplatelet medication. In (B)(6) 2021, the subject was diagnosed with acute myocardial infarction. No action was taken to treat the event and the subject died. The primary cause of death was considered acute myocardial infarction.